Event description:
It was reported that there was a device related thrombus. It was reported via social media that when a patient with a history left atrial appendage (laa) closure procedure with a watchman device was undergoing mitral valve repair surgery, a leak was noted on computed tomography (CT) and echo and there was thrombus seen on the dome and underside of the watchman closure device.